Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, baclofen and dilaudid, unknown concentration at unknown dose via intrathecal drug delivery pump for non-malignant pain and chronic low back pain. It was reported that when the patient had his first pump implanted, he didn't go 120 days without some kind of revision surgery to "get this thing to work". No further complications were reported.